Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer was unable to boot up past the screen with multiple languages. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis was unable to reproduce the customer experience of the unit being unable to boot completely, it powered up with no errors, however an update error was found in the update history and the software was reconfigured and reloaded. The hard drive was found to be at 98% health and it was replaced and reimaged and the software reloaded and updated. It was additionally noted that the unit failed incoming vxi functional testing, there was a broken latch tab on the power cord bay and the power supply fan was noisy. The link electronic module (lem) printed circuit board (pcb), power cord bay and power supply were replaced to resolve all and additionally the lem pcb was calibrated. The device then passed final functional and systems tests.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.